Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d5, d8, e1, g2, h4, and h6. Correction is being made to the previously submitted g3 - date received by manufacturer, which was not late. The correct date was october 23, 2024. The device was not returned to olympus for inspection, so the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device

Event description:
The customer reported that during reprocessing, red/pink residue was found on the cleaning brush during cleaning. The device will not be returned.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited some red residue when brushing the scope. There were no reports of patient involvement.